Event description:
The operator of an advia 2120 with dual aspirate instrument was punctured by the autosampler needle while handling an ejected sample rack. The needle pierced the skin of the operator's hand. The operator was sent to a nearby hospital emergency room to have the wound cleaned and baseline testing performed. There are no known reports of adverse health consequences due to the needlestick.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluation of the instrument, the fse discovered that the autosampler needle had broken in a tube. The fse replaced the autosampler needle. The cause of the operator receiving a needlestick was a malfunction of the autosampler needle. The instrument is performing within specifications. No further evaluation of the device is required.